Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). The patient documented their experiences, and the rep met with them today to re-interrogate the ipg. The patient's weight at the time of the event was 213 pounds. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the patient will be scheduled for a reprogramming next month. The patient has not reported any continued turning off of her device since our last visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the programming appointment was completed on (B)(6) 2024. Rep deactivated adaptive stim and cycling features. There were no device issues noted. The issue was currently resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins was shutting itself off every other day. Pt said that they had contacted the rep who said that they would check with the engineers regarding the issue. Pt said that they hadn't heard back from the rep, so they called the rep to follow up on tuesday, however they still hadn't heard back from the rep so they called the rep again today. Pt said that the rep knew about the reported issue a good week before they called the rep on (B)(6). Pt said that the ins was not holding a charge and that they would recharge the ins every day. Agent redirected pt to hcp to further address the reported issue. When asked for the event date, pt said that it was on and off since sunday, (B)(6). Mdt rep. Reported that pt had texted them saying their implant stimulation was turning off by itself, especially in the at night, and pt would see on their controller "stimulation is off." Mdt rep. Said pt used to notice stimulation shut ting off when they allowed the ins to discharge, but pt had been more aware of charging their implant before it depleted all the way down, and now, the pt still reported the therapy turning off by itself randomly. Pt said the therapy turned off 4 times in the last couple of weeks all by itself.